Manufacturer narrative:
Evaluation of the returned device was completed. The x-ray evaluation revealed that the cam assembly was activated two (2) times and no stents were found. The trigger button motion was functioning as intended as the device was able to actuate all remaining positions. The injector¿s splayed trocar was found broken at the distal end of the splay. The broken tip of the trocar was not returned. This reported issue likely occurred during the second actuation of the injector. The remaining trocar was bent up in the direction of the insertion tube v-slot. There was damage observed on the insertion tube v-slot, likely caused by contact with the second stent during the second actuation of the injector. Based on the investigation, the trocar was likely heavily bias outside of the v-slot during the event, causing the stent flange to collide with the insertion tube, fracturing the trocar. Following the manufacturing procedure, it is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly. If any of the frontal components were bent or broken, the device should fail inspection and the unit should get rejected as all devices undergo visual inspection via x-ray per the manufacturing procedure. No other non-conformances related to the reported event were found. A review of x-ray images for lot 100746, revealed that accepted device injectors contained splayed trocars that have met the required specifications. It is highly unlikely that the splayed trocar was shipped out bent or broken as it undergoes critical dimension inspection after injector assembly per the manufacturing procedure. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the actuation of the second stent. A complaint history review was completed on 01/08/2021. The electronic complaint system was searched for lot# 100746. There were no other complaints reported for these lot numbers and therefore no similar issues reported. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device has been return to glaukos for evaluation, and the investigation is ongoing. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling including the risk analysis was completed. The reported issue was identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use, and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye cataract procedure, the trocar from a trabecular micro bypass stent system broke during attempt to implant the stents. Per report, a back-up device was used to complete the procedure. Through follow-up, it was noted that the broken piece was removed intraoperatively from the patient eye, and there was no patient injury.